Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator was running in bipap mode, the flight staff changed the gas source from wall supply to tank supply. After switching the gas source, the ventilator stopped delivering flow to the patient. The ventilator was restarted and flow was then restored. No alarms were reported.

Manufacturer narrative:
The concerned device was returned to the manufacturer for investigation. The device was found to be fully functional and passed all tests. Switch over of gas sources was tested and no abnormal behavior was observed. Alarm function was checked and found to be fully functional. The device log was analyzed and it was observed that on the date of event the device was never used in the automatic ventilation mode bipap. It was only used in CPAP, which only provides an increased pressure level for spontaneous breathing. Use of CPAP requires the capability of the patient to have sufficient spontaneous breathing. A corresponding warning for use of CPAP is given in the ¿instructions for use¿. Another observation is that the alarm limit mv-low for the minimal required minute volume of breathing was set to a low value and further lowered during the transport to only 2l/min. This explains that no alarm was generated ¿ the alarm limit was not reached. On the other hand the log analysis gives no hint to any problem concerning change of the oxygen source. Concluding, it can be assumed that the patients breathing capability decreased gradually and finally was not sufficient for the selected CPAP mode. No device failure identified.

Event description:
Please see initial report.